Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's pacemaker (pm) was found in backup mode. The patient was asymptomatic. The pm was successfully reprogrammed and restored. The patient was stable throughout procedure.